Manufacturer narrative:
(B)(4).

Event description:
Customer reports that the catheter is leaking at the hub where the extension tubing meets the hub. The catheter was replaced. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one single-lumen PICC and a non-arrow luer attachment for analysis. Signs of use were observed on the catheter body and juncture hub. The catheter body appeared intentionally severed. Visual inspection of the catheter revealed one small hole adjacent on the distal extension line adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length from the juncture hub to the severed end measured 20.6cm, which is not within the specifications of 55.24cm-55.88cm per product drawing. This indicates that at least 34.64cm of the catheter was severed and not returned. The outer diameter of the distal lumen measured to be 0.08640" which is within specifications of 0.084"-0.088" per product drawing. The inner diameter of the distal lumen measured to be 0.058", which is within specifications of 0.055"-0.059" per product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in the distal line. A device history record review was performed with no relevant findings. The instructions for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through analysis of the returned sample. There was one hole located on the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. Based on the appearance of the damage, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
Customer reports that the catheter is leaking at the hub where the extension tubing meets the hub. The catheter was replaced. The patient's condition is reported to be fine.